Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, an air leak occurred. The customer reported that the patient was reintubated but there was no patient injury. It was reported that the removed tube was tested in water, and bubbles were seen. Additionally, it was reported that a small scratch was observed at the upper section of the cuff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.